Event description:
The hospital reported that during the saphenous vein harvesting procedure, the tip of the three uniport plus devices were filing with fluid. The procedure was completed with an open leg technique. No additional patient complications were reported.